Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.